Event description:
It was reported that the left ventricular lead thresholds had slowly increased over two years. It was also noted that in one pacing configuration, the patient had diaphragmatic stimulation. During the procedure, the lead was noted to not advance with a guidewire so the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had cosmetic metal ion oxidation the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.